Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device failed the internal leakage test, flow transducer test and o2 cell/sensor test during pre-use check. The o2 gas module was detected as faulty and its replacement is necessary to resolve the issue. The gas module gone defective due to some particles inside module from central line. The gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as the faulty gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of field h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).